Event description:
A report was received via FDA's medical products reporting program that a pt developed an eye infection while using renu with moistureloc multi-purpose solution. The pt reported that the local emergency room referred her to an optometrist for her condition. The pt presented to the optometrist's office. The optometrist confirmed the pt was diagnosed with bilateral anterior uveitis of an unk etiology. The pt was referred to a retinal specialist and underwent chest x-rays and blood tests, but the etiology could not be determined. The pt was prescribed unspecified pain medication and unspecified topical and systemic steroids as treatment. The pt was under treatment until three months later. The pt subsequently recovered and no permanent damage was noted. The treating optometrist did not attribute the pt's condition with use of a specific product.

Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.